Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 600 mg/dl. The suspected cause was unknown; however, customer attributed bgs possible cause could have been due to medications and hormones as part of the cancer treatment customer was receiving. Customer delivered boluses via pump to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.